Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the iliac artery the stent delivery system (sds) was unable to cross the lesion and upon retrieval partial stent deployment was observed. There were no abnormalities noted during pre-use product inspection and the stent was observed contained within the outer sheath during. The product was prepped following the instructions for use (IFU). The locking pin was not loose and was in place. The access site is not known nor is known if the lesion was predilated. The lesion was heavily calcified and moderately tortuous with 99% stenosis. The product was clinically used without any adverse consequence to the patient. Another sds was use to complete the procedure.

Manufacturer narrative:
Ni